Event description:
The customer was hospitalized with a bone infection. While in the hospital, the customer experienced high blood glucose. The reported blood glucose reading was 435 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.